Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that a piece from the navlock universal tracker adapter was found to be missing during testing at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that a piece from the navlock universal tracker adapter was found to be missing during testing at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.